Event description:
Caller reported a tandem mobi cartridge alarm during the load process and confirmed cartridge alarms with consecutive cartridges. There was no reported adverse impact to the customer¿s blood glucose level. Customer agreed to continue using the current pump and has an x2 as a backup if needed. Technical support resolved to replace the pump, provided storage mode instructions, and arranged for a replacement pump to be sent. Customer was instructed to return the problematic pump to tandem.